Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles were unable to prime. The following information was provided by the initial reporter : the consumer stated that there was no insulin flow when priming. Date of event : (B)(6) 2022 (2 pen needles) samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-16. : investigation summary customer returned 2 used and 1 unused 5mm, 31 gauge pen needles. The unused pen needle featured its teardrop label, identifying it as being from lot 1195574. The 2 used pen needles were not returned with their teardrop labels for identification. Each of the pen needles was attached to a test pen. Saline was pushed through the system and out the distal tip of the pen needle in all of the samples. These samples were found to be undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of the needles clogging. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles were unable to prime. The following information was provided by the initial reporter : the consumer stated that there was no insulin flow when priming. Date of event : (B)(6) 2022 (2 pen needles) samples : available..

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ mini pen needles were unable to prime. The following information was provided by the initial reporter : the consumer stated that there was no insulin flow when priming. Date of event : (B)(6) 2022 (2 pen needles) samples : available.